Event description:
It was reported that approximately 18 days after the implant of this right atrial (ra) lead, the patient experienced pleural effusion and cardiac tamponade caused by a cardiac perforation confirmed with chest x-ray. The patient was hospitalized to repair the perforation, and this lead was successfully explanted and replaced. The device is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that approximately 18 days after the implant of this right atrial (ra) lead, the patient experienced pleural effusion and cardiac tamponade caused by a cardiac perforation confirmed with chest x-ray. The patient was hospitalized to repair the perforation, and this lead was successfully explanted and replaced. The device is expected to return. No additional adverse patient effects were reported.